Event description:
Opened a 35w stapler to field for use on surgical procedure, and it would not fire staples upon use. The equipment was taken out of service.

Event description:
Opened a 35w stapler to field for use on surgical procedure, and it would not fire staples upon use. The equipment taken out of service.